Event description:
It was reported by the customer that on (B)(6) 2010, an aiming beam fired straight out of the fiber at 61,946 joules. No patient injury was reported. The devices was not returned for evaluation.